Manufacturer narrative:
Initial reporter name: mr./ms. (B)(6). Device manufacture date: unknown due to unknown lot number. The actual device was not returned however a reference photo were received. Based on the results of our investigation, the root cause of the problem could not be identified. As per tc, trace of blood was observed which shows it was used. Since actual sample was not returned for investigation, we cannot determine the actual condition of complaint sample. Lot history file and retention samples were unable to confirm since lot no. Of this complaint is unknown. We have 2 stages of 100% visual inspection. The first station covers the overall condition of the product. The second station covers inspection of catheter tip and needle tip condition and the distance between catheter tip and needle heel. A brown background was utilized during inspection to ensure that defects on catheter tube such as scratch, hole, dent or partial cut and needle stick out can be easily detected during these processes. Furthermore, qc conducts visual inspection to check product quality prior shipment. This report was reassessed during an internal audit and deemed reportable based upon the device malfunction could potentially result in IV catheter breakage of the distal end and/or retention in patients if to recur. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo ((B)(6)) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that there was a hole in the catheter tube. A doctor used the cardiac catheter and did not put the inner tube in and out, however there was a hole in the outer tube.